Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD)had recorded a fault in 2009, most likely due to and/or during the application of electrocautery, rf ablation, or another external energy source. Available information indicates there were no reported complications while the device was implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was returned due to elective replacement due to device upgrade. Review of the memory log found two leakage on lead, one oscillator mismatch fault, and one power on reset fault. A third leakage on lead fault occurred the same date as the explant. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.